Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device; trial began (B)(6). It was reported the trial patient was taking an antibiotic which has been a little hard on her stomach, she had an upset stomach. The patient was having a few times completely emptying the bm's; the patient had this before; it helped in the beginning and now it's an issue again. The patient turned the stimulation up to see if that would help at all with fully emptying the bladder. The indication for use was not reported. No further complications were reported or are anticipated.